Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient had moderate paravalvular leak (pvl), resulting in prolonged hospitalization. A pre-implant balloon aortic valvuloplasty (bav) had been performed due to the patient's bicuspid aortic valve, and the valve was inspected prior to use. At the time of implant, the medtronic field representative felt that the valve was not fully expanded, but no pvl or aortic insufficiency (ai) was seen on echocardiogram, and the valve had a gradient of 2mmhg. Per the physician, the depth of implant was a contributing factor for the pvl. No procedural delay occurred. Four days after the procedure, the heart team decided to bring the patient back to perform a post-implant bav with a 26mm true balloon. Moderate pvl was still present after the bav. The team decided to place a non-medtronic valve (29mm sapien) just below the base of the evolut frame. No additional adverse patient effects were reported.